Event description:
Caller reported that a customer had some discrepant results for troponin I (tni) with the triage cardiac panel test vs the access2 lab analyzer. The customer indicated that the triage results do not always match the results from the access2 analyzer for tni and ck-mb. The customer indicated the same draw time for each pt. Whole blood samples are run in the emergency room; plasma with li heparin are run on the access2 in the lab. Result from both the access2 and triage meter are taken into consideration when ordering more tests and treating the pt. No specific pt info was provided.

Manufacturer narrative:
Device lot w49751 was previously tested for another complaint; no discrepant results were observed. All results of the whole blood testing met the release requirement for the device. We have 95% confidence that the devices will demonstrate at least 90% reliability since all devices were well below 0.1 ng/ml for tni. No sample was returned for testing. Sample interference cannot be ruled out. As of (B)(4) 2012 there are a total of two complaints against device lot w49751. No corrective action required at this time as no product deficiency was established.